Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that his one touch ultra 2 meter had a power issue - was displaying a battery indicator. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue first began on ¿(B)(6) 2016, in the morning.¿ the patient manages his diabetes with a combination of medications, including slow acting: lantus 50 units a day and fast acting: humalog sliding scale of 5 units going up depending of readings. The patient denied making any changes to his usual diabetes management routine as a result of the alleged product issue. The patient reported that a couple of hours after the alleged issue began he developed the symptoms of sweating, shaking and dizziness. The patient stated that at 10:00am he self-treated by drinking some orange juice and stopped taking his fast acting insulin. The patient denied using another device to obtain a blood glucose reading. At the time of troubleshooting the cca noted that it was not the first time the subject meter was being used and there was no misuse of the meter. Based on the information provided, the meter batteries required to be replaced. The patient did not have replacement batteries. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.